Event description:
It was reported that product performance data was reviewed and classified as t wave oversensing, inappropriate device detection and treatment. The right ventricular lead and device remain in use. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 implantable tachy lead 2004-(B)(6); 5076 implantable pacing lead 2004-(B)(6), (B)(4).